Manufacturer narrative:
Evaluation of the returned pod pc revealed a kink near the distal tip of the introducer sheath. If the device is mishandled during the procedure, damage such as this may occur. This damage likely contributed to the reported resistance during the procedure. During functional testing, the pod pc was able to advance through the introducer sheath with resistance due to the kink in the introducer sheath. Further evaluation of the device revealed kinks throughout the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (pod pcs). During the procedure, a pod pc would not advance through the introducer sheath. It was reported the hospital technologist had noticed resistance from the beginning; they moved very slowly and subsequently after a few seconds decided not to advance further. Therefore, the pod pc was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.